Manufacturer narrative:
A device inspection is still pending at the facility, investigation into the reported event is currently on going. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the viking xl lift had an issue, a metal piece give way above the weighing system during a transfer that resulted in the patient falling. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The scale adapter was returned to lulea site for investigation. A visual inspection was performed, and the scale adapter was confirmed to be broken. The part of the adapter that was mounted above the balea scale had come loose from the part of the adapter that was mounted below the flexlink. The likely cause to the issue is that the balea scale and twinbar were not hanging in a vertical position before the patient was lifted. Then when the patient was lifted, the scale adapter was exposed for unfavorable load (since the balea scale and twinbar were not hung vertically) which caused the scale adapter link to break. In the IFU it is stated to always make sure that the lifting accessory hangs vertically and can move freely before lifting (see nonconformance rationale below for reference). Based on this information, the issue is determined to be caused by user error.

Event description:
A other health care professional contacted technical service to report that the viking xl lift had an issue, a metal piece give way above the weighing system during a transfer that resulted in the patient falling. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.